Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1 and 17 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the far field channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The battery was not depleted. The integrity of the lead cannot be assured. There was no indication of a device malfunction.

Event description:
It was reported that this device was explanted during a lead revision as it was is affected by a field safety corrective action, bio-lqc, initiated in march 2021.